Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl at the time of the incident. The customer was wearing the insulin pump during the incident. The customer also got motor error alarms. The customer thought their pump was not working. Troubleshooting was not completed as a hcp came to talk with the customer. The customer also got lows that led to medical assistance on the same day. The insulin pump will not be returned for analysis.